Manufacturer narrative:
Other relevant device(s) are: product ID: 9735841. A medtronic representative went to the site to test the equipment. Testing revealed that there was a bad connection with the usb drives. The usb ports. The system then passed the system checkout and was found to be fully functional. The camera cart cable was returned and it was found there was a short on pin 1. This issue was caused by an electrical failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system is displaying "usb over current notice" only on the camera cart. The system was rebooted several times and the message still displayed. The manufacturer representative tested the double usb port with the mouse on the camera cart, and the mouse would not work. It was noted the super speed (ss) usb did work. This issue was noted outside of a procedure, and there was no patient involvement.